Manufacturer narrative:
Upon completion of the investigation, it was confirmed by the customer that this event was reported in error.

Event description:
It was reported that allegedly a nurse injured her leg while attempting to engage the brakes on the stretcher. No further information was provided.

Event description:
It was reported that allegedly a nurse injured her leg while attempting to engage the brakes on the stretcher. No further information was provided.